Event description:
It was reported, by the patient, that when rolling over in bed there was a "dent" in the device. The patient also stated that he heard a popping sound when stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No action taken on the "dent". The patient was in atrial fibrillation and was subsequently cardioverted for the afib. The device remains in use.